Event description:
It was reported that air in line was observed in a clearlink system y-type solution set during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.